Event description:
A valiant captivia was implanted during an endovascular procedure for the treatment of a 52mm thoracic aortic aneurysm and a 489mm length dissection.  It was reported during the index procedure,  it was difficult to deploy . The delivery system was dissembled and surgical tweezers was used to clamp the inner components and pull back, the stent opened and deployed. During this process, the post-deployment was slower and the stent moved back. As per the physician the cause of the deployment and expansion issue was due to the post-deployment system getting stuck.  No additional clinial sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported difficulty to deploy and inaccurate delivery could not be confirmed on the films provided. The slow stent graft expansion was confirmed; however, the cause of the event could not be fully determined. Angiograms showing attempts to deploy the device were not received for thorough analysis of the event. The area where the stent graft was observed to have fully expanded was located at the level of the intimal entry tear, where only a true lumen was noted. The sub optimal expansion was observed in an area with true and false lumen, so it is possible that a reduction in the true lumen diameter followed by an increase in radial pressure caused by the false lumen may have been a factor in the reported stent graft expansion issue. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. A photo received shows the backend of the valiant captivia complaint device on a bench, taken at the account. The tip capture release handle and back-end components are detached. The back-end lock and one component of the tip capture release handle are visible on the bench. The screw gear and back end has been separated revealing the inner components of the delivery system. The silicone seal and stent stop are positioned more proximally than their home positions. The reported ¿deployment/expansion issue¿ can be confirmed through analysis. B5. Additional information received: it was confirmed that the stent was not deployed in the intended location due to the deployment difficulties. A4. Updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the device returned with the external slider in the home position. The tip capture release handle components and backend lock were detached. Multiple sites of damage were evident to both tip capture release handle components. Damage was visible to the clamping ring. The backend of the device was opened revealing the luer connector positioned distal to the home position. The spindle and tapered tip were detached due to a straight radial cut to the inner member immediately proximal to the spindle. The peek tube t-bar moved forwards and backwards with no resistance noted. The reported ¿deployment expansion issue¿ can be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.